Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d5. Additional information added to fields e2, e3, h3 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the following led to the malfunction: -for the event peeling off coating on insertion section: the event may have occurred by applying stress such as the following. ·physical stress such as rubbing/hitting insertion section ·chemical stress by performing reprocessing not recommended in IFU (reprocessing manual) ·stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) -for the event probe cover burned: from the investigation result below, it is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end during user handling. However, we could not specify the cause of the suggested event. -for the event foreign material on insertion section: it was possible that the user could not perform reprocessing properly and remove the foreign material also, the legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The events can be detected and prevented by following the instructions for use: -for the event peeling off coating on insertion section: "3.3 inspection of the endoscope 5 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities" for the event probe cover burned: user may detect the event by handling the device in accordance with the following IFU. Bf-170 series operation manual chapter 3 preparation and inspection the following IFU states about cautions when using high-energy endo therapy accessories. 4.3 using endotherapy accessories for the event foreign material on insertion section: IFU warns about improper reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope coating of the connecting tube was peeling, the connecting tube had foreign material, and the plastic distal end cover was burned or melted. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.